Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "revision ltka with poly exchange for instability." A triathlon x3 4 x 11 liner was revised to the same time size 4 x 14 liner. Spoke to rep, hospital retained explants and no further information will be released by the hospital or surgeon.